Event description:
It was reported that: "bronchopart left 116100-000390 was opened at (B)(6) hospital in operative theatre on the (B)(6) 2022, after opening the set dr. (B)(6) intubated the patient and attempted to inflate the first cuff to get trachea seal which failed due to cuff losing air during cuff inflation, after removing the tube she discovered that cuff had a small cut on the side, she however opened a new set and proceeded with the intubation. It was then brought to my attention on (B)(6) 2022 with incomplete information which delayed the compliant forms completion. The reason being was that the scrub sister who was supposed to give the report was on leave". Patient current condition reported, as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). The actual sample was returned for evaluation. A visual exam was performed and no defects were observed. The pressure of the clear cuff and the blue cuff of the device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was observed that the blue cuff was able to maintain pressure at 25mbar; however, the clear cuff would not stay inflated. It was observed that there was a large tear in the clear cuff. A device history record review was performed and no relevant findings were identified. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. There is a 100% inflation and leak test conducted at the manufacturing facility whereby any defects would be detected prior to release. It is possible that the failure could be induced during product handling by the user, although this could not be confirmed.

Event description:
It was reported that: "bronchopart left 116100-000390 was opened at (B)(6) hospital in operative theatre on the (B)(6) 2022, after opening the set dr n nelwamondo intubated the patient and attempted to inflate the first cuff to get trachea seal which failed due to cuff losing air during cuff inflation, after removing the tube she discovered that cuff had a small cut on the side, she however opened a new set and proceeded with the intubation. I was then brought to my attention on the 15/08/2022 with incomplete information which delayed compliant forms completion reason being scrub sister who was supposed to give the report being on leave". No injury/harm to patient. Patient current condition reported, as fine.

Event description:
It was reported that: "bronchopart left 116100-000390 was opened at (B)(6) hospital in operative theatre on the (B)(6) 2022, after opening the set dr (B)(6) intubated the patient and attempted to inflate the first cuff to get trachea seal which failed due to cuff losing air during cuff inflation, after removing the tube she discovered that cuff had a small cut on the side, she however opened a new set and proceeded with the intubation. I was then brought to my attention on the (B)(6) 2022 with incomplete information which delayed compliant forms completion reason being scrub sister who was supposed to give the report being on leave". No injury/harm to patient. Patient current condition reported, as fine.

Manufacturer narrative:
(B)(4). The actual sample involved in the complaint was not returned for evaluation; therefore, a representative sample was taken from current production at the manufacturing facility. A visual exam was performed on the representative sample and no defects were observed. The blue cuff and the clear cuff were then inflated to 25mbar using a calibrated endotest. The cuffs were inflated and deflated with no issues. The sample was then immersed in water to check for leaks. No bubbles were observed coming from the cuffs indicating there were no leaks. A device history record review was performed and no relevant findings were identified. Although there were no issues found with the production sample, the complaint could not be confirmed as the actual sample is needed to perform a proper investigation and determine a root cause.